Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose levels on (B)(6) 2018 at 4:30 am. The customer reported that the blood glucose value at the time of incident was 2.0 mmol/l. It was reported that the customer was treated by emergency medical services. It was reported that the customer had a reaction and emergency medical services could not figure out why the customer had a reaction. It was reported that the customer had current high blood glucose levels of 16.1 mmol/l. It was reported that the customer had been using the insulin pump system within 48 hours of reported low blood glucose event. It was reported that the customer was able to upload to carelink. The customer stated that the most recent set change was (B)(6) 2018. It was reported that the customer was disconnected during the rewind / prime sequence. During the troubleshooting , the customer was advised to monitor the insulin pump and blood glucose. The customer also reported that the clear ring on the top of the reservoir compartment has come off. The customer was advised to discontinue use of the insulin pump and to revert to back up plan. It was reported that the caller declined to troubleshoot the high and low blood issue at the time of call. The insulin pump is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test and force sensor test. However, insulin pump unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and reservoir tube o-ring. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.